Event description:
It was reported that during an unknown procedure, the surgeon fired the device, then opened knob and found the scalpel came out; the pad had been striken. The two donuts were fine, but the staples were malformed. At last, the surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the affiliate. (B)(6).